Event description:
It was reported that the segment of a light sensitive drug set had been inserted into an infusion pump channel and disconnected from the channel, causing a leak. This occurred during patient infusion of tpn solution. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual device was not available for evaluation. However, photographs of the device were available for evaluation. Visual inspection of the photographs showed that the tubing was separated from the bushing component which caused a leak. The cause could not be determined. A CAPA was initiated to investigate the potential causes of this reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.